Event description:
During evaluation of returned minicap pd transfer sets for a crack/broken main body, broken occluder feet were identified. No pt injury or medical intervention was reported by the customer at the time of sample return.